Event description:
Country of complaint: (B)(6). Needle detachment.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Manufacturing site evaluation: samples received: 2 unopened and 1 open racepack. There are no previous complaints of this code/batch. There are no units in OEM stock. Tow closed samples received have only the thread in the package (no needle). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.